Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the (B)(4) study. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was completed successfully with no issues noted. On (B)(6), 2012, the patient experienced an event of pneumonia. One day following bt treatment, the patient developed a cough with occasional green phlegm, dyspnea and a low grade fever with the highest reported temperature being 102 degrees fahrenheit. Reportedly, the patient was assessed as fine prior to bt treatment. He was prescribed avelox and prednisone. On (B)(6) 2012, the event of pneumonia resolved. No hospitalizations or emergency room visits occurred from this event. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 3.14, fev1 % predicted: 84.86, fvc: 4.20, fvc % predicted: 89.74. Post-bronchodilator: fev1: 3.22, fev1 % predicted: 87.03, fvc: 4.37, fvc % predicted: 93.38.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that batch cm-073012-022 met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Pneumonia is a known adverse event associated with the use of this device. Therefore, the root cause of this complaint is anticipated procedural complication.